Event description:
It was reported that the asymptomatic patient presented for remote follow up via merlin.net. It was noted that the left ventricular lead exhibited high pacing impedance. No interventions were performed. The patient was in stable condition.